Event description:
Procedure: colectomy. According to the reporter: patient experienced bleeding at the site of the anastomosis postoperatively, requiring a return to the operating room for a colonoscopy to identify the issue. The patient received a transfusion of four units of blood. There was no reinforcement material used. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no delay over 30 minutes.

Manufacturer narrative:
(B)(4).